Event description:
A health care provider (hcp) reported via manufacturer representative that a nerve monitoring console 4.0 was unable to get a response from the console 4.0 when stimulating the patient. The electrode check was green and the site increased the stim value and changed probes. The site aborted use of the console 4.0 and changed to a mainframe 3.0 using the same electrodes and probe as they had with the console 4.0 and they were able to get a stimulation response during the procedure. There was no patient impact. On follow up it was reported that customer will try to use still the console to other case. The procedure was extended for less than an hour.

Manufacturer narrative:
H3:product analysis confirmed the device came with no anomalies found. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.